Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device md2660, and no nonconformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic ovarian cyst procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences reported.